Event description:
It has been reported to philips that the device would not boot, stalling at 0:00. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) examined the system remotely and confirmed that the device was not booting past 00:00. Rse guided the customer to check the flex vision pc and switch it on from the cabinet after that system return booting normally and system works fine without any problem. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.